Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was explanted two and a half months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. A large gouge is observed on the anterior side of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The reported lens issue could not be confirmed. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that the 18.0 diopter lens was replaced with a 19.5 diopter lens. This information that the non-toric lens model was exchanged for a toric lens model that was 1.5 diopters larger reasonably suggests that the replacement lens may have been a better selection for the patient¿s vision needs, including astigmatism correction. The original implant is a non-toric lens model that is not designed to correct for astigmatism. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that prior to the iol exchange, the patient experienced blurry vision. The patient's issues have resolved following the iol exchange.